Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. The physician attempted to reposition the lead and it exhibited impedance less than 200 ohms. The lead was explanted and replaced.